Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support there were blocked placement signal and multiple suction alarms. The impella was repositioned with echocardiogram; however, there was repeated placement signal blocked. The impella alarm with retrograde flow could be resolved by p-level reduction to p-3. Pump was again repositioned with the device in the aorta. The impella continued to run at p3. In addition, the left leg had a livid discoloration. The patient was stable and the device was explanted.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smartassist system instructions for use for the related event are as follows: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ this report is being filed as part of a retrospective review of historical records.